Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was unknown. Upon further investigation, found (dso) downstream occlusion seal and (uso) upstream occlusion seal delaminated and dso sensor were defective the downstream/upstream occlusion seal were replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the pump's cassette sensor was defective. There was no patient involvement, no patient injury was reported.